Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_964 - catalyst ide study (B)(6). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was implanted in a patient. On (B)(6) 2024, a follow-up transesophageal echocardiogram (tee) at 12 months demonstrate device thrombus. Aspirin was switched to edoxaban 60mg. The patient is stable.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that a follow-up transesophageal echocardiogram (tee) at 12 months demonstrate device thrombus. There were two semi-pedunculated device thrombi on the device. The movement of the thrombi was limited and risk of device embolization appeared to be small. Medication was provided. Based on the information received, a root cause of the reported incident could not be conclusively determined. The reported unexpected medical interventions were results of case-specific circumstances. Thrombus is a potential adverse events associated with the device or implant procedure.